Event description:
The customer reported that the insulin left in the reservoir did not match to the amount of insulin left on the screen. Troubleshooting was performed. The customer stated that he had an MRI, but the device was in the dressing room while having the procedure. Ran a displacement test and failed. Furthermore, the customer also stated that he treated his low blood glucose with juice prior to call. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.